Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03904. It was reported that stent damage post-deployment occurred. The target lesion was located in a vein graft. After placing a filterwire ez embolic protection system, a synergy¿ drug-eluting stent was implanted to treat the lesion. However, during removal of the filterwire, the hoop of the filterwire moved back and kind of slipped into the stent causing a longitudinal deformation of the stent. The filterwire was removed and the stent was post-dilated and the procedure was completed. No patient complications were reported and the patient's status was fine.